Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Physician further reported via op report "breast lump - yes, breast pain - yes." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b3 b5 b6 d6b g1 h6 correct reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Wear abrasion observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.